Manufacturer narrative:
Sections with additional information as of 17-jun-2020. Pen needles were returned for evaluation. No defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Pending qc investigation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated has not obtained new products from pharmacy. Customer will go to the local pharmacy to get replacement

Event description:
Consumer reported complaint for bent pen needles. The customer feels well and did not report any symptoms. Customer did not report any adverse events associated with the use of the product. The package was not open or damaged when received. Customer did not recall when she had first used the product.